Manufacturer narrative:
This information was previously and inadvertently reported in MFR. Report # 1644487-2015-04809.

Event description:
It was reported the hospital was able to find the explanted lead. The explanted lead was received by the manufacturer on (B)(4) 2015. Analysis is underway but has not been completed to date.

Event description:
Additional information was received from the explant facility that the explanted products will not be returned.

Manufacturer narrative:
Product analysis results was inadvertently left out of the previous correction MDR. Device available for evaluation?, corrected data: yes. If yes, returned to manufacturer on (mo/day/yr), corrected data: (B)(4) 2015, the product received date was inadvertently not reported in the previous correction MDR. Evaluation codes (refer to coding manual) , corrected data: product evaluation codes were inadvertently left out of the previous correction MDR.

Event description:
Analysis of the returned portion of the lead was completed. The abraded opening and incision mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the complaint of corrosion.

Event description:
During a surgery for migration of the generator (reported in manufacturer report # 1644487-2015-04809), the surgeon felt that the lead wire was "corroded inside" and chose to replace the lead. The explanted device is expected to be returned but has not yet been received by the manufacturer.

Event description:
Additional information was received that the patient continues to experience pain in the chest due to the presence of scar tissue. The physician noted a small area of prominence that follows in the path where the previously explanted lead was present. The physician felt the presence of possible scar tissue, and attributed this to patient's sensitivity and pain. The physician further attributed the presence of scar tissue to the corrosion of the explanted lead and the previous revision surgery. Physical therapy was recommended by the physician for the breakdown of scar tissue and for pain. The report of pain was previously reported in manufacturer report # 1644487-2015-04809.

Manufacturer narrative:
.

Event description:
A user facility medwatch (uf/importer report # (B)(4)) was received stating that the device was "shocking" the patient. Per surgeon's note, there was corrosion on the inside of the lead.